Manufacturer narrative:
Problem code relates to the reported issue of bands deployed prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two bands deployed at the same time. It was also reported that there was no audible click when the handle was turned. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Received one speedband device with handle assembly and velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was bent in several locations, was partially rolled in the handle and was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent in several locations due to handling and manipulation of the device during procedure. Since the ligator head was not returned with the device; therefore it is unknown if the bands were deployed and if the ligator head were damaged and this condition could have impacted the bands deployment activity. The complaint did not include a returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Therefore, the most probable cause for the complaint event is device not returned. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two bands deployed at the same time. It was also reported that there was no audible click when the handle was turned. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.